Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device found high internal battery resistance. Hybrid analysis confirmed that the device did not charge efficiently by observing extended charge time (ect) as-received. The device charged nominally when the battery was replaced with an external supply. No hybrid anomalies were found. Battery analysis revealed that the excessive charge time likely resulted from a spurious increase in battery resistance induced by lithium-severing, a known failure mode for 35 joule batteries. This device was included in a field action, and product analysis found that the device did perform as described in the field action. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was returned for analysis; however, physical analysis is pending. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated an alert for excessive charge time eos (end of service). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was advised to go to the emergency room (ER) after the implantable cardioverter defibrillator (ICD) alerted for going into end of service (eos) after a charge time out. The physician expressed concern over patient safety and anxiety and would like better control over evaluation of device after first charge versus having to wait for the device to go into eos after second charge and time out. The device was removed and a new device was implanted. No patient complications have been reported as a result of this event.